Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). A certain® low profile one-piece abutment 4.1mm(d) x 1mm(h) (ilpc441u) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the threads. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. DHR review was completed for the subject lot number (2015100984). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015100984) for similar event and nine other relevant complaints were identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. First/given name: unknown / not provided.

Event description:
It was reported that the abutment was fractured, the doctor confirms that the procedure was concluded with another tool and the patient did not suffer any impact on his health. The affected dental position is unknown.